Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, around 0-25% of the shell is missing, fold creases. A microscopic analysis was performed which identified, broken shell and opening with sharp edge, where is localized stresses induced in radius assessed, as surgical impact, nicks and stress marks. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: broken shell and opening with sharp edge where is localized stresses induced assessed, as surgical impact. Missing shell that is assessed, as inconclusive.

Event description:
Device has been explanted.